Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that patient had bradycardia and inferior st elevation. The patient was presented with multivessel coronary artery disease (cad). The target lesion was located in the thrombotic mid right coronary artery (mrca). Heparin was used along with integrilin. Predilation was performed with a 3.0x12 emerge balloon catheter. A 4.00x16mm synergy ii everolimus-eluting platinum chromium coronary stent system was then deployed. Final images were obtained and then a left guide was inserted to begin intervention on the left coronary artery. While attempting to engage the left coronary artery, the patient became bradycardic and had inferior st elevation. At this time the right guide was re-inserted. The first picture of the rca showed clot distal to the mrca stent. In the opinion of the physician, this was residual clot leftover from the original mrca lesion. A non-bsc aspiration catheter was used. A 4.0x20 synergy stent was placed in the distal rca and was post-dilated using the stent balloon. The procedure was then completed. No further patient complications were reported.